Event description:
It was reported that the patient called the heath care facility indicating that chest pain was experienced. Upon computerized tomography scan, echocardiogram, and x-ray examination, it was confirmed that this right ventricular (rv) lead dislodged, which caused a perforation. This lead was explanted and replaced with a passive fixation lead. The lead is not expected to return. No additional adverse patient effects were reported.